Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cables were having issues at both connection ends. It was further reported that the cables stopped working and are not able to pace or sense after five to ten uses. Two cable samples have been provided and are expected to be returned for analysis. One cable (marked sample a) has a connection issue from the pacemaker end, one end of the cable was detached from the adapter the other was detached from the blue connector by the physician. The second cable (marked sample 2) has connection issues with both ends near the connectors. A patient experienced asystole due to lack of pacing due to the cable issues. A different cable was successfully used with the patient. The patient is alive and no further patient complications have been reported as a result of this event. It was further reported that the cables were returned for service.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the patient cables were not working. It was also noted that the cable had physical damage. The cables were to be scrapped. If information is provided in the future, a supplemental report will be issued.